Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, which resulted in pacing inhibition. Low amplitude was also observed; therefore, sensitivity was reprogrammed. Technical services (ts) was consulted and defibrillation threshold (dft) test was discussed as an option to ensure appropriate ventricular arrhythmia sensing. Subsequently, a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.